Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient is recovered from the peritonitis event (previously reported as recovering/peritonitis resolving). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was unknown if the patient was hospitalized for the event. On an unreported date, the pt was treated for the peritonitis with injection (inj) reflin (1 gram, once daily, route of administration not reported) and inj tobramycin (40 mg, once daily, route of administration not reported). At the time of this report, the pt¿s pd effluent was clear, the peritonitis was resolving and dianeal therapy was ongoing. Additional information was requested but is not available.